Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, and specifications was conducted during the investigation. The complaint device was not returned and therefore no physical evaluation could be completed. There is no evidence to suggest the product was not manufactured to current specifications. Based on the available information, we are unable to determine if the root cause of this event is due to product handling, procedurally related, and/or related to the patient¿s condition. As such, the root cause is undetermined. Should more information become available that can add to this investigation, this complaint may be reopened at that time. Due to the insufficient risk, there will be no actions taken at this time. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
During a ureteroscopy procedure on (B)(6) 2014, the tip broke off inside the patient. The physician attempted to retrieve the tip but was unsuccessful. The physician is not planning any additional procedures or interventions. It was not provided how the physician attempted the retrieval.

Event description:
During a ureteroscopy procedure on (B)(6) 2014, the tip broke off inside the patient. The physician attempted to retrieve the tip but was unsuccessful. The physician is not planning any additional procedures or interventions. It was not provided how the physician attempted retrieval.